Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. A cause for heart failure / congestive heart failure, however, cannot be determined. Mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), heart failure, and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade of 4. The patient presented with cardiogenic shock and a dilated annulus. Two clips were implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2023, the patient was hospitalized due to heart failure. On transesophageal echocardiogram (tee), a single leaflet device attachment observed. The clip had detached from the posterior leaflet. Mr increased to grade 3+. No additional information was provided.